Event description:
The customer contact reported inaccurate delivery. The device was returned to the biomedical engineering dept with an unsigned note that stated, "broken door, inaccurate delivery." No tracking info was provided; therefore, specific pt info, pump programming,or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.